Manufacturer narrative:
Concomitant medical products: 3058 interstim urinary mgu ipg, implanted: (B)(6) 2016, (B)(4) interstim urinary mgu lead, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient noted reactions between their two devices. It was determined that the implantable pulse generator (ipg) exhibited electromagnetic interference as a result. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.